Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4951m-53 lead, implanted: (B)(6) 1995. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital and found to have a non-functional device noted to be at eri (elective replacement indicator). During the device replacement procedure, the rv (right ventricular) lead was found to have high impedance and no capture at maximum output. The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion. (B)(4)

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.